Event description:
While drilling in the mandible, drill broke. Surgery was delayed about 2 hours, while the doctor removed the broken piece of the drill from the patient.

Manufacturer narrative:
The report indicated the drill was revived prior to using. The warnings in the package insert state this activity should not occur and that intraoperative fracture of breaking of twist drills has been reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.